Event description:
It was reported that the right ventricular lead had high threshold and loss of capture. The lead was scheduled for revision and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.